Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded. The item and lot number were not provided. Additional information will be requested from the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lap sponges. The customer reports fraying of the lap sponges.